Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08565, related manufacturer reference number: 2017865-2019-08567, related manufacturer reference number: 2017865-2019-08569. It was reported that a patient presented in clinic. Physician noted a systemic infection. The implantable cardioverter defibrillator, right ventricular lead, left ventricular lead, and right atrial lead were explanted. Patient was stable post procedure.